Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 24mm x 2.25mm, concentric, de novo target lesion with a greater than 45 degree and less than 90 degree bend was located in the moderately calcified and severely tortuous right coronary artery (rca). Following predilatation, residual stenosis was 75%. A 24 x 2.25 promus premier stent was deployed in the mid to distal rca. Following stent deployment, a distal edge dissection was noted. It was noted that significant resistance occurred while advancing the device. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.